Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low fingerstick glucose that decreased to 68 while moving groceries, consistent with typical hypoglycemia symptoms, and they ingested oral glucose to recover; the user expressed concern about not receiving alerts soon enough, and device-related details could not be determined due to insufficient information. Symptoms included hypoglycemia and shaking/tremors. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and device problem and component details were insufficient to assess. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.